Event description:
On (B)(6) 2014, the reporter contacted lifescan (lfs) regarding an issue which occurred in (B)(6). The reporter was alleging an unknown issue with their onetouch verio iq meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.